Manufacturer narrative:
The complaint that the tracker was not working was not confirmed. The reported event could not be duplicated during the device inspection.

Event description:
It was reported that during an ent procedure, the universal tracker failed to register the patient. The case was completed successfully with navigation using a backup device and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that during an ent procedure, the universal tracker failed to register the patient. The case was completed successfully with navigation using a backup device and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.